Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator was noted to be in backup vvi mode. On (B)(6) 2020, the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the device image was found to be corrupt. The cause of the memory corruption and bvvi operation could not be determined.